Event description:
It was reported the epg (external pulse generator) did not work when it was returned to biomedical engineering, so it was returned to the manufacturer for repair. Follow-up attempts were not able to provide specific details on what was not working. It was further noted the epg was overdue for calibration, and the case was damaged. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the lower case was broken and contaminated. The epg did not work due to the battery flex and contacts being contaminated and corroded. Analysis also found that the upper case was broken and contaminated. The battery release, ring release o-ring, release spring and battery drawer were contaminated. One side bail cover, side bails and ring were missing. The ring cover and one side bail cover were broken.